Manufacturer narrative:
Correction: e3 - updated to non-healthcare professional, it was previously not reported.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. A bluetooth reset was performed and the pairing was restored. The patient condition was not known.

Manufacturer narrative:
Correction: d8 - was populated for "no", it was previously not reported.